Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), back pain ("severe back pain"), uterine leiomyoma ("fibroids"), anaemia ("anaemia"), menstrual disorder ("excessive menstrual cycles") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove essure in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, autoimmune disorder, back pain, uterine leiomyoma, anaemia, menstrual disorder and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, anaemia, autoimmune disorder, back pain, menstrual disorder and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and menorrhagia ('excessive menstrual cycles/ abnormal bleeding (menorrhagia)') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one side unable to be implanted at the time of the other". The patient's medical history included fibroids, cervix inflammation, adenomyosis and pelvic pain. Previously administered products included for birth control: conceptrol from 1997 to 2007. In (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and anaemia ("anaemia"). In 2014, the patient experienced sarcoidosis ("autoimmune disorder/ autoimmune disorder type of disorder: sarcoidosis"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), adverse event ("abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), alopecia ("hair loss"), irritable bowel syndrome ("ibs"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and dyspepsia ("gastrointestinal or digestive system condition") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation, bilateral salpingectomies and/or total hysterectomy (uterus and cervix) to remove essure in (B)(6) 2016 and fibroid removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, adverse event, fatigue, alopecia, gastrointestinal disorder and dyspepsia outcome was unknown, the menorrhagia, anaemia and vaginal haemorrhage had not resolved, the sarcoidosis was resolving and the uterine leiomyoma and irritable bowel syndrome had resolved. The reporter considered abdominal pain, adverse event, alopecia, anaemia, back pain, dyspepsia, fatigue, gastrointestinal disorder, irritable bowel syndrome, menorrhagia, sarcoidosis, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted insertion date of essure (B)(6) 2008 and apr 2008, (B)(6) 2008, (B)(6) 2008. Complications or problems that occurred at the time of your essure placement procedure-one side unable to be implanted at the time of the other. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, uterine leiomyoma concerning the injuries reported in this case, the following ones were described in patient¿s medical records: cervix - chronic inflammation, myometrium - adenomyosis, submucosal (as interpreted) fibroid. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs and mr received. Reporter information, medical history, historical drug added. Events: one side unable to be implanted at the time of the other added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menorrhagia ("excessive menstrual cycles/ abnormal bleeding (menorrhagia)"), sarcoidosis ("autoimmune disorder/ autoimmune disorder type of disorder: sarcoidosis") and uterine leiomyoma ("fibroids") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: conceptrol from 1997 to 2007. In (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and anaemia ("anaemia"). In 2014, the patient experienced sarcoidosis (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), uterine leiomyoma (seriousness criterion medically significant), adverse event ("abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), alopecia ("hair loss"), irritable bowel syndrome ("ibs"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and dyspepsia ("gastrointestinal or digestive system condition"). The patient was treated with surgery (bilateral salpingectomies and/or total hysterectomy (uterus and cervix) to remove essure in (B)(6) 2016), surgery (ablation) and surgery (fibroid removal). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, back pain, adverse event, fatigue, alopecia, gastrointestinal disorder and dyspepsia outcome was unknown, the menorrhagia, anaemia and vaginal haemorrhage had not resolved, the sarcoidosis was resolving and the uterine leiomyoma and irritable bowel syndrome had resolved. The reporter considered abdominal pain, adverse event, alopecia, anaemia, back pain, dyspepsia, fatigue, gastrointestinal disorder, irritable bowel syndrome, menorrhagia, sarcoidosis, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: insertion date of essure (B)(6) 2008 and (B)(6) 2008. Complications or problems that occurred at the time of your essure placement procedure-one side unable to be implanted at the time of the other. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion most recent follow-up information incorporated above includes: on 18-oct-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization was added. Events autoimmune disorder type of disorder: sarcoidosis, abnormal bleeding (menorrhagia) were clubbed with previously reported events. Events vaginal haemorrhage, fatigue, alopecia, irritable bowel syndrome, gastrointestinal disorder, dyspepsia were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and menorrhagia ('excessive menstrual cycles/ abnormal bleeding menorrhagia') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids, cervix inflammation, adenomyosis and pelvic pain. Previously administered products included for birth control: conceptrol from 1997 to 2007. In (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and anaemia ("anaemia"). In 2014, the patient experienced sarcoidosis ("autoimmune disorder/ autoimmune disorder type of disorder: sarcoidosis"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), adverse event ("abnormal symptoms"), vaginal haemorrhage ("abnormal bleeding vaginal"), fatigue ("fatigue"), alopecia ("hair loss"), irritable bowel syndrome ("ibs"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition") and complication of device insertion ("one side unable to be implanted at the time of the other") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation, bilateral salpingectomies and/or total hysterectomy (uterus and cervix) to remove essure in (B)(6) 2016 and fibroid removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, adverse event, fatigue, alopecia, gastrointestinal disorder, dyspepsia and complication of device insertion outcome was unknown, the menorrhagia, anaemia and vaginal haemorrhage had not resolved, the sarcoidosis was resolving and the uterine leiomyoma and irritable bowel syndrome had resolved. The reporter considered abdominal pain, adverse event, alopecia, anaemia, back pain, complication of device insertion, dyspepsia, fatigue, gastrointestinal disorder, irritable bowel syndrome, menorrhagia, sarcoidosis, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted insertion date of essure (B)(6) 2008 and (B)(6) 2008. Complications or problems that occurred at the time of your essure placement. Procedure one side unable to be implanted at the time of the other. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.